Event description:
It was reported that the patient presented in clinic for initial pacemaker implant procedure. It was noted that during pocket suturing, the patient had an arrythmia which required anti-tachycardia pacing to terminate it. The pacemaker was not implanted, and the pocket was reopened to implant an implantable cardioverter defibrillator (ICD) was instead on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The pacemaker was able to be interrogated with normal results and was found to be above elective replacement indicator (eri). The visual screen was determined to be acceptable. There were no anomalies found with the device.